Event description:
It was reported that alaris pump module administration set filter disconnected and leaked. The following information was provided by the initial reporter: alaris set leaking due to disconnection between line and top of 0.2 micron filter cnc in oncology, described the event; nurse was priming with saline, and noticed fluid leaking due to a disconnection between the line and upper part of the 0.2 micron filter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 06/04/2020 one 10010454-0006 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer confirmed that the lot currently held in their stock is 19107250. A visual inspection confirmed the customer's experience as the sample was received in two parts having separated at the tubing joint to the upper port of the in-line filter component. A closer inspection of the separated engagement did not identify any obvious signs of residual solvent on the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the root cause of the customer's experience is likely to be that an insufficient amount of solvent had been applied to the joint during the assembly process; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19107250 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10010454-0006 product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that alaris pump module administration set filter disconnected and leaked. The following information was provided by the initial reporter: alaris set leaking due to disconnection between line and top of 0.2 micron filter cnc in oncology, described the event; nurse was priming with saline, and noticed fluid leaking due to a disconnection between the line and upper part of the 0.2 micron filter.